Event description:
On (B)(6) 2010, it was reported that the buckle would not unlock and the bed alarms that the belt is not secure. There was no report of injury associated with this report.

Manufacturer narrative:
On (B)(4) 2010, the unit was tested per quality control procedures and met specifications prior to pt placement. The bed was returned to kci on (B)(4) 2010. Testing performed upon return of the bed confirmed report and kci field service associate replaced buckle. It was undetermined how the buckle became damaged.